Event description:
The manufacturer received information alleging the device failed preoperational tests. There was no harm or injury reported. Specific test failure information was not provided, but service quote provided to customer included a three-way solenoid valve and a proportional valve. Based on these parts, assumption made that the device failed the active exhalation verification test step during testing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging the device failed preoperational tests. There was no harm or injury reported. Specific test failure information was not provided, but service quote provided to customer included a three-way solenoid valve and a proportional valve. Based on these parts, assumption made that the device failed the active exhalation verification test step during testing. Onsite service provided, replacement of the three-way solenoid valve and proportional valve performed to address issue.